Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty band was implanted and explanted during the same procedure for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this mitral annuloplasty band was implanted and explanted during the same procedure due to calcification of the patients native valve and severe regurgitation. The device was explanted and successfully replaced with no patient issues. If information is provided in the future, a supplemental report will be issued.